Event description:
A report was received that the patient¿s incision site was open and the ipg was visible through the skin but the site did not appear infected. The patient underwent a revision procedure wherein the ipg was explanted, the physician decided to keep the leads inside the patient¿s body. Antibiotics were prescribed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.